Event description:
During an implant attempt of the subject device, ventricular connection issues were reported; failure to pace was also observed. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.